Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance and field change order (fco) implementation. There was no harm or injury reported. The device was not reported to be in patient use. During evaluation the trilogy ev300, USA device failed active exhalation verification: s(+) p(+): pilot: reading. The field service engineer (fse) replaced the 3-way valve, the proportional valve (aecm) to remedy the issue. Additionally, the device's flow sensor was replaced and the fco was also implemented in accordance with service requirements. The unit passed final test after repair. Current software version 1.05.10. The system meets the specification for the performed service and is returned to use.